Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 90 mg/dl, 92 mg/dl, 144 mg/dl, 120 mg/dl and 144 mg/dl. Insulin delivery was suspended due to sensor glucose and blood glucose. Sensor glucose value that triggered suspend event was 65 mg/dl. Suspend on low limit in sensor settings was 75 mg/dl. Blood glucose value associated with the triggered suspend event was 110 mg/dl to 120 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer also reported loss of communication. The sensor will not be returned for analysis.